Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the clinical territory associate (cta) observed the e-100 power button and instrument status leds were illuminated red. Prior to calling, the cta power cycled the e-100 twice with no change. Also prior to calling, the cta moved the vessel sealer extend (vse) instrument from the e-100 to the erbe and proceeded with the case. The technical service engineer (tse) reviewed the logs and found no related errors. The tse asked if the cta was able to confirm the e-100 was correctly cabled to the system but the cta was unable to check at the time. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cta stated the issue occurred during docking and ports were placed at the time. The cta was present in the room when the e-100 was powered on and had all red leds. The cta power cycled the e-100 three times with no resolve. The cta confirmed there was no delay in the procedure. The cta decided to swap to the erbe as the e-100 never powered on correctly. The e-100 was not used for the remainder of the procedure. The cta confirmed the customer had no further issues while using the erbe. The cta confirmed they were present the following day for a case and the e-100 powered on successfully and was used with no issues. Also, isi followed up with the customer who provided patient demographic information.

Manufacturer narrative:
The field service engineer (fse) confirmed with the clinical territory associate (cta) that the customer used the e-100 with no issues in a case the following day. No site visit was conducted. The system was working properly and no additional action was required. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk4700. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the e-100 was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with the erbe. Multiple restarts of the generator did not resolve the reported issue at the time of the event. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.